Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture unknown baker grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round high profile 380cc saline breast implants which bilaterally has issue with capsular contracture, unknown baker grade after implantation. Patient indicated that on her outer side of her breast it's rippling really bad. The implants are harder then the new options. It's hard to lay on her chest and no one can lay on top of her because it feels like it's going to pop. The doctor can feel her rippling and they suggested going to silicone implants. As a result patient had the implants removed on (B)(6) 2019. This report is for the right side.